Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, thin and friable leaflets. A mitraclip xtw (50617r118) was inserted without issues. However, while in the valve, it was observed that the anterior gripper was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Tissue damage was observed. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50617r1119) was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred and after deployment, the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). To stabilize the clip, a third clip, a mitraclip xtw (50617r1116), was then inserted and deployed lateral to the first clip. No additional clips were implanted, and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported difficult single gripper actuation could not be conclusively determined. The reported tissue injury appears to be related to the troubleshooting performed for the difficult single gripper actuation. A cause for the reported poor imaging could not conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported difficult single gripper actuation could not be conclusively determined. The reported tissue injury appears to be related to the troubleshooting performed for the difficult single gripper actuation. A cause for the reported poor imaging could not conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.